Event description:
It was reported to philips that the x-ray tube had anode problems, which would affect imaging. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray tube. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing a planned treatment/non-emergency treatment and the issue occurred at the start of procedure and while implementing the stent. The procedure was delayed and was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there were anode rotation problems. Review of system log file shows x-ray generator error. Upon functional testing fse found the issue with tube. The philips engineer replaced x-ray tube, performed geometric calibration, x-ray calibrations and image quality checks. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.